Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, one channel appears to have migrated out of the cochlea, as indicated by diagnostic imaging. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic for consultation on (B)(6) 2022 where in situ testing was affected. The user is bilateral however does not have good development of global skills. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, one channel appears to have migrated out of the cochlea, as indicated by diagnostic imaging. Per internal registration information, a complete insertion was achieved at implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the clinic for consultation on (B)(6) 2022 where in situ testing was affected. The user is bilateral however does not have good development of global skills. The user has been re-implanted.

Event description:
The user visited the clinic for consultation on (B)(6) 2022 where in situ testing was affected. The user is bilateral, however does not have good development of global skills. Re-implantation has been recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.